Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a large hematoma. The patient was under an oral anticoagulant medication. The cause could be attributed to the implant procedure and the medication, since the device was recently implanted. The device remains in service. No additional adverse patient effects were reported.